Event description:
During an idiopathic ventricular tachycardia procedure, it was reported that the patient¿s blood pressure trended down and a transthoracic echo confirmed a 2 (two) centimeters anterior pericardial effusion with right ventricle collapse. A pericardiocentesis was being performed at the time of the call. The patient status is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. As the lot # 15932923l was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference # (B)(4).